Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Upon checking of the device, damage was seen on the ssd card. Burn marks is also visible on the main electronics. The main electronics is for replacement.

Event description:
The customer reported that device is not booting up properly. Visible burn marks was seen on the main electronics. There is no patient involvement associated with the event.